Manufacturer narrative:
(B)(4). Batch # t5em9p. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested, and received: is a stoma creation normal in this type of surgery? Answer: usually stoma creation will be perform if surgeon not happy with the anastomosis. Is the stoma permanent or temporary? Answer: temporary stoma to allow the healing of anastomosis. Was the surgery prolonged by an additional 240 mins, or is the total surgery time 240 mins? Answer: prolonged by additional 240-mins. What were the indications for surgery? Answer: cancer of rectum, approximate 4cm from anal verge. Did the patient receive any preoperative chemotherapy or radiation? Answer: no pre-op chemo and radiation. When was the staple retaining cap removed? Answer: before firing. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Answer: the transection need to perform in deep pelvis, hcp managed to insert the stapler in. He felt uncertainty which can only feel with his hand on tissue placement without clear view. Hence he was uncertain on how the tissue placement prior firing. Was the device difficult to close? Answer: yes, need more force to close as uncertain with tissue placement during clamping. Was the device closed and repositioned multiple times prior to firing? Answer: yes. Was the device difficult to fire? Answer: no. Was the distal transection completed in one or multiple firings? Answer: single. Can more information be provided about staple form? Answer: the staple formation was good at specimen side, but didn't form properly at patient side at the middle part of transection, create a lumen. Staple form at both edge but not the middle. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the surgery, hcp used contour to transect the rectum which is approx. 4cm away from rectum. Hcp inspected the staple line after firing, noticed that the staple line on specimen side is perfectly staple, but the staple line on patient side didn't form properly, the staple only formed at both edges but there is a big lumen in between. Hcp continue the surgery with stitches and used cdh29a for anastomosis. 40cc of methylene blue been used to perform leak test and showed negative. Stoma been created for this patient as well. Procedure: anterior resection